Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient's sensor was inserted on (B)(6) 2015. The patient's father did not report injury or medical intervention. The receiver data log was reviewed on (B)(4) 2016. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined. The patient's father did report values for the continuous glucose monitor and fingerstick measurements.